Manufacturer narrative:
Initial and final MDR (B)(4). - MDR 8021545-2024-00789 - device 1 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient faced three infusion set cannula bent events. The events occured within 3 hours of insertion.the insertion site was at the abdomen.the blood glucose level was 200-300 mg/dl at the time.the patient replaced infusion sets and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.